Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device restart/reboot itself multiple times. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical (B)(4) for investigation and the event report was captured in a video provided by the customer. The device was put through extensive testing which included bench handling, power cycling, and functional testing without duplicating the customer report. The device activity log was corrupted, therefore we are unable to review the event as part of the investigation. The monitor board was replaced a precaution. The device successfully passed the final test procedure, was recertified, and returned to the customer. Analysis of reports of this type has not identified an increase in trend.